Manufacturer narrative:
Date of death and event are estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reported through the post market clinical follow up evaluation report, a definitive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. In this case, there was no reported device malfunction associated with the rx accunet embolic protection device (epd). The reported patient effect of death is listed in the rx accunet instructions for use as a known potential patients effect associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report number. The UDI number is unknown as the part and lot #s were not provided. Attached article, titled "medical device report prepared for abbott vascular rx accunet embolic protection system."na.

Event description:
It was reported through a post market clinical follow up evaluation report identifying the rx accunet embolic protection device that may be related to the death, myocardial infarction, stroke and transient ischemic attack. Details are listed in the attached article, titled medical device report prepared for abbott vascular rx accunet embolic protection system. Please see the attached report for specific information.